Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an in-stent restenosis in the right coronary artery with heavy calcification. The 3.0 x 15 mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion without resistance. When about to inflate the device, it was noted that the proximal shaft was separated. The bdc was simply removed. Another unspecified bdc was used to successfully complete procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.